Event description:
It was reported that the coil (subject device) was stretched while being inserted into the micro catheter and the snare system was used to collect the stretched coil. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Expiration date - added. Device evaluated by mfg - updated. Summary attached - updated. Manufacturing date ¿ added. The device history record confirms that the device met all material, assembly and performance specifications. The device was returned with an unidentified catheter. Visual inspection revealed that the coil delivery wire was kinked/bent, the main coil was returned as detached from the main coil and the main coil was stretched. The coil delivery wire was found to kinked as well, likely due to handling. The functional analysis of the returned device was not required since the reported events were confirmed through analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The main coil was stretched and was observed to be detached from the pusher wire. This could have been caused when the coil was being advanced against friction or else when it was being removed by snare through the catheter where the medical intervention would have taken place. The reported event of appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore, an assignable cause of procedural factors was assigned to as reported event of patient medical intervention and observed damages.

Event description:
It was reported that the coil(subject device) was stretched while being inserted into the micro catheter and the snare system was used to collect the stretched coil. There were no reported clinical consequences to the patient.